Event description:
It was reported that the patient underwent a surgery for implant of two peek interbody devices at l4-5 and posterior rods/screws. Post-op both interbody devices backed out. The patient reportedly had subsequent leg pain and underwent a revision surgery approximately 4 months post-op. The surgeon commented that the compression was insufficient.

Manufacturer narrative:
(B)(4) (revision surgery). The device or applicable imaging studies was not returned to the manufacturer for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. We are unable to determine cause of the event.